Event description:
It was reported that during a cryo ablation procedure, blood was seen evacuating through the endotracheal (et) tube during balloon thawing. It was decided that due to the blood in the et tube, the procedure would be aborted while the patient was under general anesthesia. The healthcare providers suspect that the adverse event was caused by the mapping catheter. The physician checked for effusion on the intracardiac echocardiography (ice) device, but nothing was present at the time. It was decided that no intervention was necessary; however, the patient was admitted to the intensive care unit (ICU) for further observations overnight. One week later, the patient was discharged home on oxygen due to the complication. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products:¿ 990063-020 mapping catheter product event summary: the data files and 4fc12 sheath with lot number 0011384539 was returned and analyzed. The files showed at least 9 applications were performed with a returned balloon catheter without any issue on the date of the event. Visual inspection before functional testing and dissection was performed on the shaft, handle, and dilator. No anomaly was identified during the external visual inspection. The handle, shaft. And sideport were intact with no apparent issue. The functional testing was performed. No anomaly was discovered. The performance test with sentinel blackbelt leak tester was performed. Performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, the reported clinical issue, blood observed in the endotracheal tube, occurred during the procedure. The case was aborted under general anesthesia. There is no indication of a relationship of the adverse event to the performance or a malfunction of the product. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.